Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. A poor connection at the connector for the patient cable was found.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the epg (external pulse generator) was attached to a patient when pacing and sensing malfunction occurred. The device was reported to be turned on, but there was no pacing. The epg was exchanged. No patient complications have been reported as a result of this event.